Event description:
The customer reported that there was a stator not on error message and the rotor would not work. The system will not operate with this error. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cables and batteries were evaluated and replaced. The system was tested, found to be working as intended and returned to service.